Event description:
It was reported that the distal radiopaque marker band detached from the dilator of a filter delivery system and remained in the vessel. Reportedly, a snare was used to successfully retrieve the marker band from the pt through the same access site. The filter was successfully implanted without further incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The complaint sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.